Event description:
It was reported the implantable neurostimulator (ins) battery depletion was premature. It was stated an elective replacement indicator (eri) message appeared on the day of report. It was noted the current battery measurement was at 2.4v. It was stated impedances were performed and there were no abnormal results. It was further reported diagnostics were performed and there was an impedance test on the right lead on (B)(6) 2014. It was noted the malfunction was seen as a result of the new staff at the patient¿s nursing care facility. It was stated the patient saw their neurologist four days prior to report and then they were referred to neurosurgery for a replacement. It was noted the patient had to await an evaluation by a surgeon to replace the ins.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0120728v, implanted: (B)(6) 2002, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot# j0120728v, implanted: (B)(6) 2002, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).